Manufacturer narrative:
Arjo was notified about an event with involvement of carendo shower chair. It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information this occurred because the new staff were not aware that the carendo was set too low for the toilet. As the staff were unable to adjust the chair (was not aware how to effectively operate the device) and to avoid further occurrences of the entrapments, the staff had set the height of the carendo over the toilet and operated the unit to create a gap. Then they pulled the battery out, so the chair lost power supply and could only be used in the set position. Based on the collected information, the unit was used without adjusting the height for several weeks. The caregivers used another lifter for transferring the patient to the carendo whenever he needed to use the toilet. Through repeated use (the patient¿s transfers to and from the chair) the carendo lowered slightly over this time. The gap between the device and toilet became small enough to trap body parts causing the injury. The resident sustained bruising to the genital area. The involved resident was non-verbal. The treatment applied was rest and pain killers. Arjo was notified about the event with a significant delay and did not evaluate the unit directly after the event. The device was evaluated by the arjo representative on 2020-nov-24 upon visit at the customer's facility. According to results of inspection, the unit was in very good condition and functioned as required. The chair lowering was not possible to be recreated and no malfunction within the device was detected. Carendo is to be used in accordance with safety instructions included in the instructions for use (IFU). The carendo must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the IFU guidelines. The carendo instructions for use (04.cc.01_26) include safety information related to the risk of entrapment reported in the investigated incident: ¿to avoid entrapment or pinching of genitals, make sure there is enough clearance during movement over the tub edge, toilet, bedpan or other furniture.¿ ¿to avoid entrapment or pinching of genitals and skin, always use the seat cushion.¿ the facility staff were using the carendo without the battery, so were not adjusting the device height. According to the IFU the raising and lowering functions of this product should be used to set a height for convenient and safe transfer of the patient. Based on the collected information this event could be a result of not following the instructions or insufficient training. In summary, the carendo shower chair was used, when the event occurred and therefore was involved in the incident. According to the customer the device slightly lowered over the period of several weeks, but no malfunction was detected by the arjo technician. This complaint was decided to be reported to the competent authorities in abundance of caution due to indication of the patient entrapment and an injury occurrence. Please note that 3 other incidents related to the same patient were reported under the following manufacturer report numbers: 3007420694-2020-00180, 3007420694-2020-00181, 3007420694-2020-00183.

Manufacturer narrative:
Arjo was notified about the event with a significant delay and did not evaluate the unit directly after the event. The device was evaluated by the arjo representative on (B)(6) 2020 upon visit at the customer's facility. According to results of inspection, the unit was in very good condition and functioned as required. No malfunction within the device was detected. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of carendo shower chair which. It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information, this occurred because the staff had set the height required for the carendo over the toilet, then pulled the battery out so it could only be used in that position. Through repeated use, the carendo did lower slightly causing the injury. The gap between the device and toilet was small enough to trap body parts. The resident sustained bruising to the genital area. The treatment applied was rest and pain killers.